Manufacturer narrative:
(B)(4). Information was not provided by contact. Results: swing tab in locked position the analysis results found that the reload was received in good visual condition and fully loaded with staples. The cartridge reload had the swing tab in the locked position. The swing tab was manually unlocked and the device was tested for functionality with a test instrument and it fired as intended. Event could not be confirmed as the reload was fully loaded and no retainer was returned for analysis. While no conclusion could be reach as to how the cartridge became locked, it should be noted that each reload is 100% inspected through an automated vision system to ensure that the swing tab is present and in the correct position prior to shipment. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process

Event description:
It was reported that during an ileostomy closure procedure the surgeon stated that the device was difficult to fire on the second firing. The surgeon observed an incomplete staple line. There were no malformed staples. Another device was used to complete the procedure. There was no patient consequence reported.